Manufacturer narrative:
(B)(4).

Event description:
Procedure: bypass. According to the reporter: five surgiclips devices have failed today in a surgery as the clips did not close correctly and remained open in the middle. One of the clips tore a mammary artery which was separated and they had to make a free graft to the aorta to solve it. They had to remove clips from cavity as some failed but it was not difficult to retrieve them as being an open surgery.